Event description:
It was reported that, dr. (B)(6) tried to lock the insert into the tibial baseplate and it would not lock in. There was no tissue in the way and the locking wire was in place. They removed it and checked the area for obstruction and tried with the impactor to seat it again with no success. They removed it, used another insert and it seated perfectly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.